Event description:
Per the audiologist, the patient reported a buzzing sound when using the cochlear implant system. Impedance testing at the hospital showed abnormal levels. Reprogramming the sound processor did not alleviate the problem. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with anomalies on multiple electrodes. These electrodes were deactivated but did not solve the problem. Explantation/reimplantation is planned, but no date had been set as of the date of this report, the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.